Manufacturer narrative:
On may 26, 2020 mentor became aware that it erroneously left d10 (device available for evaluation) and d8 (is this a single-use device) blank in the initial report submitted on may 18, 2020. These values have been populated with this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with a mentor smooth round high profile 500cc saline prosthesis (left) and a mentor smooth round high profile 460cc saline prosthesis (right) experienced bilateral deflation post procedure. The right side was stated to be more deflated than the left. The devices were slowly leaking ripples could be felt. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-06331 for contralateral prosthesis report.